Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter shaft was bent. The balloon shaft kinked at 10 and 40cm (from the balloon handle). The mechanical operation of the balloon catheter was occluded. It was attempted to inflate the balloon, however, it did not inflate and air will not leave syringe there appeared to have dried contrast on much of shaft of guide catheter. It was noted there was damage during procedure. The analyst indicated that the balloon catheter was returned inside a guide catheter. Syringe was not returned. Therefore, the size is unknown. Attempted to inflate balloon (using fresh 3ml syringe), does not inflate, air will not leave syringe, shaft air way is obstructed (contrast seen at balloon), or kinked shaft is blocking air passage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the balloon catheter was inflated inside the patient's coronary sinus. The physician attempted to deflate the balloon but it was not possible. The balloon burst while in the subclavian vein. The catheter was removed and replaced. No patient complications have been reported as a result of this event.